Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is unknown/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: permanent pacemaker implantation via the femoral vein: an alternative in cases with contraindications to the pectoral approach. Europace. 2001. 3, 56¿59. Doi:10.1053/eupc.2000.0135. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding permanent pacemaker implantation via the femoral vein. The article reports patients that experienced impending erosion along with dislodgement and the right atrial (ra) leads were repositioned. There were other ra lead dislodgements which required repositioning and high atrial thresholds noted with ra lead extraction. The status/ disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.